Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a sponge was not detected by the device. No patient injury resulted or medical intervention was required.

Manufacturer narrative:
Evaluation summary: the console was returned, and an evaluation of the sample could not confirm the issue with false positive detections. A visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the device to function normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.